Event description:
The user has been explanted due to an infection in the mastoid bowl. The surgeon opted to remove the infection and the implant, and not to reimplant the user until the infection was taken care of.